Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within specification. Unit was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that replacement battery cap resolved momentarily but has resurfaced. The customer was advised the possible causes of blank display. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.